Event description:
It was reported that the patients ipg was non-functional. It was also reported that the patient experienced a great deal of pain. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept per hospital policy.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.